Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at 11pm, when they allegedly obtained inaccurate high results of "294 mg/dl" with the subject meter and "137 mg/dl" with another device (accu-chek), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "frequently urination" 10 minutes after the product issue. The patient alleged being treated by a hcp with IV glucose on an unspecified date/time. The patient also alleged a blood glucose result of "57mg/dl with performed by the emergency medical services with their own meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.